Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance and noisy signals on both right atrial (ra) and right ventricular (rv) lead channels. The leads are non-boston scientific products. It was noted that the ra lead channel has had noisy signals since its implant. Noisy signals on the ra lead channel were oversensed and resulted in a false atrial tachy response (atr) episode. Technical services (ts) reviewed the reports and noted there was a lead safety switch (lss) on the rv lead channel. Ts provided a potential cause and reprogramming options. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was sent to obtain initial reporter information. Should any additional pertinent information be received, a supplemental report will be sent.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance and noisy signals on both right atrial (ra) and right ventricular (rv) lead channels. The leads are non-boston scientific products. It was noted that the ra lead channel has had noisy signals since its implant. Noisy signals on the ra lead channel were oversensed and resulted in a false atrial tachy response (atr) episode. Technical services (ts) reviewed the reports and noted there was a lead safety switch (lss) on the rv lead channel. Ts provided a potential cause and reprogramming options. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance and noisy signals on both right atrial (ra) and right ventricular (rv) lead channels. The leads are non-boston scientific products. It was noted that the ra lead channel has had noisy signals since its implant. Noisy signals on the ra lead channel were oversensed and resulted in a false atrial tachy response (atr) episode. Technical services (ts) reviewed the reports and noted there was a lead safety switch (lss) on the rv lead channel. Ts provided a potential cause and reprogramming options. The device remains in use. No adverse patient effects were reported.